Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was suspected to have exhibited premature battery depletion issues consistent with an apparent internal hardware component degradation. This type of malfunction could lead to serious injury if it were to occur again. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. Patient code 3191 was used to capture the patient undergoing surgical intervention.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. On (B)(6) 2019 this device showed three years to explant, then, on (B)(6) 2020 there was one year left to explant, finally, on (B)(6) 2020 the device had less than three months of longevity left. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was replaced. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.